Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the infusion set cannula was kinked within 3 hours after insertion. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).